Event description:
Revision surgery - due to an infected total knee.

Manufacturer narrative:
Disposed of.

Manufacturer narrative:
The reason for this revision surgery was for an infection. There was no delay in surgery and another suitable device was available for use. Hospitalization - initial or prolonged was required. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. The lot number of the device involved in this event was not provided. To adequately investigate this event the lot number is necessary. In addition to the lot number not being supplied, information regarding cultures identified in the infection and the severity of the infection was not supplied. If this information is submitted at a future date, this investigation will be re-evaluated. There are multiple factors that may contribute to infection, with the limited information provided about the patient and the device removed during the revision surgery, it is impossible to determine the source/root cause of the infection.